Event description:
It was reported that the patient had required medical intervention by paramedics for hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod. The patient was found passed out. The patient was treated with glucose water and IV (intravenous) fluids. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.